Manufacturer narrative:
(B)(4). Batch # unknown. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that resecting bowel and when using the stapler, the device was clamped around the bowel and both the closing handle and firing handle were pressed simultaneously which cause the device to lock. The grey release button would not work.